Manufacturer narrative:
Device analysis report attached. This report is submitted on april 30, 2024.

Event description:
Per the clinic, the patient experienced middle ear infection causing perforation of the eardrum which led to the extrusion of the electrodes. The patient was treated with topical antibiotics (specific date and duration not reported). However, the issue could not be resolved and subsequently the device was explanted on (B)(6) 2021. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on november 23, 2021.